Manufacturer narrative:
The customer reported that the central nurse's station (cns) shows a bedside monitor in communication loss. The customer later reported that the communication loss issue had been resolved with not other information. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm not familiar with this ticket. Attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm not familiar with this ticket. Attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm not familiar with this ticket. Additional model information: concomitant medical device: the following device was used in conjunction with the central nurse's station (cns): bedside monitor (bsm): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) shows a bedside monitor in communication loss. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) shows a bedside monitor in communication loss. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) shows a bedside monitor in communication loss. The customer later reported that the communication loss issue had been resolved with not other information. There was no patient injury reported. Investigation summary: the customer was able to resolve the communication loss issue in this ticket, however, information regarding the resolution of the issue was not provided by the customer. Based on the available information, a definitive root cause could not be identified. No CAPA is required; furthermore, the available information does not suggest that there was a malfunction of the device. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the central nurse's station (cns): bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references # (B)(4) follow up 001.